Event description:
Additional information: it was reported that patient presented with lightheadedness and right hand weakness. It was reported that the patient experienced episodes of diaphoresis and right hand weakness a couple days prior to admission. CT scan revealed multiply infarcts in left occipital lobe, left frontal lobe and right superior cerebellum with hemorrhage conversion. At the time of admission inr therapeutic at 2.5 and lactic dehydrogenase (ldh) stable at 228 u/l. While in hospital, patient was eventual given clearance for heparin infusion. Inr goal raised to 2.5-3.5 and remains on full asa. Patient was discharged. Patient reported residual right hand numbness.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient presented to the hospital with lightheadedness and numbness of the right hand and left side of the face. CT scan noted a ischemic cerebrovascular event. Initially coumadin was withheld. Neurology stated the patient stroke was a level 2. Aspirin was withheld due to nosebleeds. Coumadin was restarted on (B)(6) 2019. The stroke was noted to be a cardioembolic in the setting of ejection fraction of 10-15%. Lvad outflow graft was normal. Overtime, hand and face numbness slowly improved and back to baseline on (B)(6) 2019. The patient continued to improve post-discharged.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 3 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient had a history of ischemic cardiomyopathy while supported on heartmate 3. The account reported the patient history included atrial fibrillation, complete atrioventricular block, and chronic kidney disease. The patient presented to the emergency room with lightheadness and numbness in the right side. The account reported the patient evolving multifocal infarcts, including left occipital lobe, right cerebellum, left thalamus and right lateral frontal lobe. The patient diagnosis included a petechial hemorrhage in the left occipital lobe without space occupying hematoma. The patient blood pressed was reported to be higher than desired.